Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a no delivery alarm was received on the insulin pump. The customer's blood glucose reading was 590 mg/dl at the time of incident. Troubleshooting explained the alarm to the customer and was advised to do a complete set change. Customer declined any further troubleshooting and will not return the device.